Manufacturer narrative:
H3: product ID# 97715, (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product:3777-60, s/n: (B)(6) was returned for analysis and found no significant anomalies with the device. Product:3777-60, s/n: (B)(6) was returned for analysis and found that the #1 electrode was pulled off the distal end of the lead. The lead was also broken at conductor #1 at the distal end of electrode #1, 1 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the topmost electrode in the middle of the column broke clean off. The representative was not present for the explant and they did not have specific details regarding any contributing factors or discourse that led to the explant. The patient had two leads, and the representative did not know which lead had the broken electrode. The patient's entire spinal cord stimulation system was explanted.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# unknown implanted: (B)(6) 2009. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: unknown, d10: the serial number of the lead, model# 3777-60, is either v207201034 or v139512022; at this time it is not clear which is the affected device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6); implanted: (B)(6) 2009; explanted: (B)(6) 2025; product type lead product ID 3777-60 lot# serial# (B)(6); implanted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.